Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply and cleaned the printer rollers. System operates as intended. (B) (4)

Event description:
Customer reported distorted images and technique drives to max. No pt injury was reported.